Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was broken at 9mm from the tip of the probe. Additionally, scratches were observed around the broken area of the probe, the coating of the probe around the scratches was partially peeled off, and it was discovered that cracks were progressing from the scratched of the probe; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Probe contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. 2. The coating of the probe was peeled off by ultrasonic vibration. Also, the probe was scratched. 3.because the probe was subjected to the load of sealing and cutting and grasping the tissue, cracks started from the scratch, rice field. 4. Some kind of load was applied to the probe and it broke. The following information is included in the instructions for use (IFU): ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ olympus will continue to monitor the performance of this device.

Event description:
As reported for this event by the customer, during a therapeutic distal gastrectomy with loop gastrojejunostomy procedure, the device probe tip broke off and fell into the patient. The broken piece was retrieved from the patient immediately. There is no harm or adverse impact to the patient due to the event. The procedure was completed normally without any delay by replacing the device with another device of the same model number that was in stock. The functional mode at the time of the event was seal and cut mode 1. The device was inspected prior to the procedure with no anomaly noted.

Manufacturer narrative:
Full address of the facility is (B)(6). The device has been returned but the device evaluation is not yet begun. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.